Manufacturer narrative:
Additional information: upon extended investigation, it was determined that the serial number provided by the customer ((B)(6) ) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and libre reader, and there were no adverse trends that indicate any product related issues. If product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported on behalf of a customer who received an "error code 3" message on the adc freestyle libre reader. The customer was unable to monitor their blood glucose and experienced symptoms of seizure and a loss of consciousness. It was further reported the customer received unspecified third-party treatment at home and then had contact with a healthcare provider who diagnosed the customer with hypoglycemia but no additional treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported on behalf of a customer who received an "error code 3" message on the adc freestyle libre reader. The customer was unable to monitor their blood glucose and experienced symptoms of seizure and a loss of consciousness. It was further reported the customer received unspecified third-party treatment at home and then had contact with a healthcare provider who diagnosed the customer with hypoglycemia but no additional treatment was rendered. There was no report of death or permanent injury associated with this event.